Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that there was damage observed to the tip of the firing rod. Functional testing noted that the adapter was connected to the gen2 acc software and the strain gauge was responsive. There was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. The adapter had 14 of 50 procedures remaining. The adapter was connected to a clamshell and a handle running v29.5 software. The device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The reload was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. The adapter body was opened and the j-hook was found to be damaged. This deformation to the j-hook is cons istent with the damage seen when the user tries to remove the reload when it is not opened all the way to its calibrated position. When the blue button is pushed and the j-hook is not completely depressed, the edge of the single use loading unit (sulu) load link will catch the j-hook and deform it. It was reported that the jaws did not open and the instrument did not fire. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to straighten and difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: uart communications error and damaged firing rod. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or by pressing and holding the up control button for two seconds; the articulation will center, and the jaws of the reload will fully open. Then, reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twisting the reload counterclockwise 45 degrees, and removing the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a hepatectpmy, after finishing the test for stapling, after articulating for making firing position, it was impossible to return and open the staple jaw. The stapler was able to enter firing mode but the device did not fire. There was a problem unloading the device. The reload and adapter could not be separated. After several tries, the reload was separated. Another adapter and reload were used with the same handle to complete the case. There was no patient injury.

Manufacturer narrative:
Product analysis #706238700:this report is based on information provided by the complaint tracking system. Returned product analysis (rpa) lab led a photographic evaluation of one sigadaptstnd. Visual inspection: a visual inspection of the returned photo(s) noted: - the first returned image contained a view of the reload and adapter. - the reload was noted to be articulated slightly to the left. - the I-beam was advanced slightly from the unclamped position. - the second returned image contained a view of the reload articulation joint. - one of the blowout plates was noted to be fractured distally and was protruding from the articulation joint. Based on the evidence available, the reported condition of "jaws will not open" was not confirmed. Based on the evidence available, the reported condition of "difficult to straighten" was confirmed. Based on the evidence available, the reported condition of "difficult to unload" was confirmed. Based on the evidence available, the reported condition of " instrument did not fire" was not confirmed. A definitive root cause could not be determined with regard to the observed conditions. Without the physical product, a definitive root cause could not be identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, after finishing the test for stapling, after articulating for making firing position, it was impossible to return and open the staple jaw. The stapler was able to enter firing mode but the device did not fire. There was a problem unloading the device. The reload and adapter could not be separated. After several tries, the reload was separated.

Manufacturer narrative:
Concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3h2508y sigphandle - sig power sigphandle handle, serial# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.